Event description:
A report was received that stated the pump alarm "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that the position potentiometer was non-functional due to a wire having become disconnected from the board. The position potentiometer was reconnected. Additionally, the plunger case was cracked. After repair, the device was found to pass all delivery, accuracy and functional tests.